Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid loss as the tubing from the pump was completely broken. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Patient consent for product analysis was not received, therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. H3 other text : patient consent not received.

Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss due to broken tubing from the pump. The device was explanted and replaced. No patient complications were reported.